Event description:
The reporter stated the surgeon attempted to insert a micl 12.1mm implantable collamer lens on (B) (6) 2010. The surgeon was priming the lens when he pushed something on the injector and the plunger backed-up. The surgeon decided to reload the same lens and was advancing the lens, when he noticed the lens had torn. The tip of the cartridge touched the incision, but the lens was inserted into the eye. No pt injury. Same model and size lens was implanted.

Manufacturer narrative:
(B) (4): eval. Results (other): visual inspection of the returned product found piece of the haptic is torn off and missing. There was evidence of clear surgical residue on lens. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.(B) (4).